Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on june 22nd reported the circumstances that led to the interference to the implant, incontinence, abdominal issues, redness, and symptoms return was they took over driving the new(B)(4) hybrid with the full safety packed including the vibrating steering if you change lanes. The patient noted they had a total bathroom accident on existing the car, the patient noted this happened 3 times as they took over their share of the driving. The patient noted the steps taken to resolve the interference to the implant, incontinence, abdominal issues, redness, and symptoms return was they finally realized that they had to turn off the implant stimulator. The patient noted the interference to the implant, incontinence, abdominal issues, redness, and symptomreturn had been resolved, but they were afraid that they would have to turn the device off if they were driving a hybrid car for any distance. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was driving their new hybrid car and 3 separate times the patient felt like a basketball was coming through their stomach. The patient went on to indicated that it felt like a growing basketball and when the patient got out of the call they had "urine blow out" which happened 3 different times when the patient had to drive. Additionally, the patient noted that the scar where the implant is turned bright red, but has since returned to normal. The patient turned the implant off and while they did not have the blowout the patient did have symptom return. The stomach issue was then clarified to mean that the patient felt like it was full of gas. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.